Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported starting a couple weeks ago, the ins started to feel hot when they touched the area of the ins and also that area would hurt when they touch it. Pt said they were feeling a prickly/"needle-ly" kind of pain, but said that pain didn't feel like the stimulation, and also said the stim didn't seem to be working either. Pt said they turned the ins off because of that, but the area of the ins still seemed a little bit irritating. Pt said the issue had gotten worse since it started, and even during the call, when pt pushed on the battery they could tell "it's not right" and said that area was irritating. Pt said it hurt them when they pushed on the bottom of the ins. Pt denied any falls or trauma. Pt hadn't met with healthcare provider (hcp) yet, but called the office and was told to call ps. The patient was redirected to their healthcare provider to further address the symptoms and ins. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the ins being hot is unknown. Troubleshooting was performed and all impedances and connections are wnl. Additionally the pt has had the battery turned off for several days in which the pt still felt the ins was ¿hot¿ however upon looking at the site by the physician everything appeared normal. The patient is experiencing pain unrelated to the stimulator and is being treated by dr. (B)(6). Furthermore the patient has several hospital stays also unrelated to the stimulator. The patients weight is unknow. The patient has a follow up in several weeks to reassess.